Event description:
The user facility reported that the angio-seal footplate did not deploy properly. It was reported that the click when advancing the angio-seal device into the sheath was not heard. The device was pulled back and it seemed to perform properly; however, it was immediately noted that the pulse did not feel robust. An ultrasound was done, and it was found that the footplate was sitting in the vessel perpendicular instead of up against vessel wall. The physician reported that the vessel was showing signs of having soft plaque right at the access site and that access may not have been ideal. The patient was required to go to surgery and the physician did a cutdown and retrieved the footplate. There was no harm to the patient. No second device was used as the physician closed the artery surgically. The patient was fine post-surgical removal of the footplate. There was no estimated blood loss reported. There was a temporary issue for the patient as the problem was solved by surgeon intervention. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 13nov2023: the procedure performed was a peripheral intervention in the legs.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital privacy. A2: age & date of birth: requested, not provided due to hospital privacy. A3: patient sex: requested, not provided due to hospital privacy. A4: weight: requested, not provided due to hospital privacy. A5: ethnicity: requested, not provided due to hospital privacy. A6: race: requested, not provided due to hospital privacy. E3: occupation: ir coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been patient factors or procedural factors contributing to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).